Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. (Not returned) device not expected to be received; no further. Information available

Event description:
It was reported that printing was not available while using the ar-3200-0030 nanoscope.